Manufacturer narrative:
Sc-1160 (B)(6). The returned ipg was analyzed and a visual inspection found electrocautery burn marks on the case and the device could not be charged. An internal electrical test confirmed excessive current leakage as a result of electrocautery damage. After being connected with an external power source, impedance measurement returned normal range values. The patient data showed that the battery consumption rate had been steady with high power stimulation setting. With all the available information, boston scientific concludes the source of the intermittent stimulation and high impedance anomaly would likely be the associated fractured leads at the click site. It was reported that the ipg had to be charged more frequently. The reported event was not confirmed.the patient data obtained using an external power source showed a high daily battery consumption rate (stimulation on) due to the stimulation setting. The battery discharge rate (stimulation off) was not analyzed since the data was incomplete and the device had been damaged by electrocautery during the explant. Unable to confirm the as reported observation with testing of the product return. Hence, the probable cause selected for this complaint is cause not established. The electrocautery damage is typical damage after an explant procedure and was not considered a failure.

Event description:
It was reported that the patient was experiencing intermittent stimulation. The ipg had to be charged more frequently. The patient was reprogrammed, and high impedances were observed. The database was analyzed, and the battery discharge and charge profiles were observed and revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing intermittent stimulation. The ipg had to be charged more frequently. The patient was reprogrammed, and high impedances were observed. The database was analyzed, and the battery discharge and charge profiles were observed and revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg will be returned.